Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported that the system was pulling up different images that what was selected. There is no report of injury or death associated with the event described in this complaint.